Manufacturer narrative:
Evaluation of the transducer revealed the steering cable had been separated from its sheath due to a poor solder joint. The investigation concluded that insufficient solder was applied to the handle cable ferrules during the manufacturing process. Risk or impact of solder failure is mitigated by the current manufacturing process of performing additional testing at the factory to ensure proper articulation function. Assembly instructions have been refined and the re-training of assemblers has been implemented.

Manufacturer narrative:
Initial inspection from the site¿s local service engineer identified a broken steering cable within the transducer¿s handle. The return of the suspect transducer is expected and a failure analysis anticipated. A follow-up report will be submitted upon the device return and investigation completion.

Event description:
A customer reported an articulation issue with their x8-2t model transducer. The transesophageal (tee) transducer was used in conjunction with an endotracheal tube for this examination. The physician could not pass the x8-2t by the endotracheal tube due to the lack of the transducer¿s full articulation capabilities. There was no injury associated with this event, and the procedure was successfully completed with another transducer.